Event description:
The surgeon began to implant the 56mm impact cup and during implantation he fractured the medial wall of the pelvis. The surgeon immediately removed the cup, and placed a graft into the medial defect of the acetabulum. The surgeon then reimplanted the 56mm cup but he had extreme difficulty getting the liner to seat properly. He removed the 56 cup and liner. Then the surgeon reamed up to 58mm. He attempted to implant the 58 size cup but again he impacted the cup to far medially and pushed the graft into the pelvic area. The graft was fixed, the 58 cup was inserted but, the surgeon was unsuccessful in seating the liner properly. He removed the 58 cup and liner and completed the surgery with a cup and liner of a different family.